Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the shipping wedge was disengaged inside the sealed packaging. Functionally, the packaging was opened and the shipping wedge was reinstalled and remained in position with acceptable results. The shipping wedge was removed. The instrument was then applied to appropriate test media. The instrument cycled without binding. The pusher advanced properly and retracted fully during the handle squeeze. Twenty clips formed properly and remained securely fastened after the jaws were released. When the cartridge was empty, the interlock engaged to prevent the jaws from approximating. It was reported that the shipping wedge was broken. The reported issue was confirmed. The most likely cause was traced to transport/storage. This issue may occur when the packaging is mishandled during the shipping and or the storage of the product. It was also reported that the interlock premature. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, the yellow tab was detached and the handle was not squeezed when the problem occurred. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.